Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet device after the user started a new sensor following a prior pairing on an earlier therapy configuration; troubleshooting included re-entering the pairing code, bluetooth toggling, and a device restart, with guidance that pairing could take up to thirty minutes. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included no interruption to therapy requiring medical care and no hospitalization. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed a pairing failure with the continuous glucose monitor component without evidence of sensor malfunction or ilet hardware failure. It was concluded that the event was a non-serious device communication issue resolved through standard troubleshooting without clinical consequence.